Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor (B)(4) for an unrelated issue, a reportable problem was found. The monitor was unable to communicate with an electrode belt.